Event description:
The patient alleges burns to the face, pigment change and permanent scarring in association with a lightsheer hair removal treatment performed by dr in 2003. Patient had 3 or more previous hair removal sessions performed by dr. With a competitive hair removal laser.